Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. The complaint cannot be determined.

Manufacturer narrative:
Complaint (B)(4). Samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states they are seeing clumped platelets. Update 18sep2025: the customer confirmed tubes are inverted 5-10 times immediately after collection and that the tubes were checked for clots after the clumped platelets were discovered. They advised the clumped platelets were discovered via the xn report and advised their instrument is working appropriately.